Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the physician felt that the device was not sensing properly when placed in the pocket.